Event description:
This is filed to report a leak and air embolism. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade of 4. The first clip was implanted with no reported issue. When introducing the second clip into steerable guide catheter (sgc), the water level in the sgc hemostasis valve column dropped. The physician immediately pulled out the clip delivery system (cds) from the sgc and aspirated. The clip was reintroduced again to the sgc, but water level in the sgc hemostasis valve column dropped again. It was noticed that there was an air bubble at the left atrial appendage (laa). The cds was removed and another clip was implanted with no reported issue, reducing mr to grade <1. After the procedure, the bubble in the laa was almost gone. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported clip delivery system (cds) leak was confirmed via returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated, and the reported leak appears to be related to the observed tear in the silicone valve inside the clip introducer; however, how the silicone valve got torn cannot be determined. Air embolism appears to be due to the leak that was caused due to the tear in the silicone valve of the ci. Air embolism is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.